Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, d5, g1(contact person). A field service engineer (fse) was dispatched to investigate the issue. The fse replaced batteries under field action. The unit passed all the functional and safety tests per factory specification. The unit was then returned to the customer and cleared for clinical service.

Event description:
It was reported that during maintenance testing, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.